Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Upstream occlusion and downstream occlusion tests were also performed per the spectrum preventive maintenance procedure with the unit passing. Review of the device history log confirms that the pump alarmed for an upstream occlusion on multiple occasions, however; no malfunction could be identified.

Event description:
It was reported that a pump alarmed for an upstream occlusion (medication, programmed amount and delivery rate unknown). No pt injury was reported.